Event description:
During a pneumonectomy procedure, while resecting a part of the lung, and after performing four resections, the surgeon noticed an incomplete staple line closure. In some areas, the "b-shaped" staples seemed unable to hold the tissue together and in other areas, the stapler actually failed to form a staple line. This caused moderate lung bleeding. The procdure was finished using another device and sutures. There was no reported patient consequence.